Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Additional information indicated that the leads were extracted with the laser lead due to vegetation seen on echo. There were no additional adverse patient effects reported. This lv lead was explanted.